Event description:
It was reported that an uneventful novasure endometrial ablation was completed on (B)(6) 2011. The pt returned to the hospital on (B)(6) 2011 with abdominal pain. "There was free air in the abdomen" and additional surgery revealed a thermal bowel injury. A resection of "30 cm" of bowel was done, with primary anastomosis. The physician reported there was no uterine perforation but he did see "changes at the fundus that concerned him." We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. (B)(4). Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Device history record (DHR) review was conducted for the ratio frequency controller, no relationship can be established between DHR and current complaint. Reference internal complaint (B)(4).